Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve non-recovery and leakage with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve non-recovery and leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the bd vacutainer® wingset button blood collection set sleeve did not recover during blood collection and caused a leakage. No injury and medical intervention.